Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. DHR review - manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 16. November 2015. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 3.2 mm cannulated drill bit became stuck when being extracted from a k-wire. Reportedly, when the surgeon pulled the k-wile, a thin layer of metal peeled off from the k-wire. The metal debris was able to be removed from the patient. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned drill bit has shown some wear marks at the tip of the cutting edges where the drill bit has cut the guide wire. No other damages are visible. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.